Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and lymphadenopathy.

Event description:
Physician reported "suspected internal capsular rupture and axillary lymph node swelling. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, encapsulation, yellow particles material was found on the shell, fold creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp edge broken in the side posterior assessed as unidentified (tear) opening, and a missing shell assessed as inconclusive.

Event description:
Physician reported "suspected internal capsular rupture and axillary lymph node swelling. Device has been explanted. This relates to the left side.